Event description:
It was reported that a user experienced a blood glucose reading of 400 mg/dl while using the ilet with a contact detach steel infusion set, after which their provider advised a full supply change; upon removal, the user observed no visible abnormalities with the infusion set or insertion site, and the cause of the high reading remained unclear. Symptoms included hyperglycemia. Outcomes included user-performed troubleshooting and continuation of therapy after a supply change, with replacement infusion sets and connectors shipped. Investigation included customer interview and review of the reported lot information. Investigation of this case revealed that the event was not reproduced and no device deficiency was identified based on available information. It was concluded that the cause of the hyperglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.